Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that after the m103 generator was implanted, the patient has not been coming for regular check-ups (covid pandemic was major reason since our hospital was closed for non-covid patients for a while). In the last year the frequency of the patient's seizures has worsened. Due to a lack of identifying information for this event, the increased seizures was inadvertently captured on the replaced generator (m1000) (rather than the generator specified in this report)- in which high impedance was seen. The high impedance is captured in MFR rep # 1644487-2025-10358. No other relevant information has been received to date.